Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported via phone call that the connection between the reservoir and infusion set was not good, therefore insulin was leaking into the reservoir compartment instead of being fed into the customer¿s body. Air bubbles were formed. The customer¿s blood glucose during the incident was 33 mmol/l. The customer was treated with insulin pump and a back-up plan. The customer was sent to the hospital. The customer¿s current blood glucose was 17 mmol/l. They were still using the insulin pump. The reservoir will not be returned for analysis.

Manufacturer narrative:
The information provided in date of event with the initial report was incorrect. The correct information has been included with this report.

Event description:
Event date has been changed to (B)(6) 2017.